Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an episode of oversensed right ventricular (rv) noise that resulted in an asystole event that lasted 3.6 seconds. The patient did not experienced syncope or additional symptoms as result. The patient was checked in-person and the noise was able to be reproduced during pectoral contraction. The physician elected to re-program the sensing parameters and increase the frequency of remote monitoring. No additional adverse patient effects were reported.